Manufacturer narrative:
Assessment by merz: the reported events occurred in a compatible local and temporal relationship. Injection site oedema (serious) and rash (serious) are expected based on the currently valid turkish instructions for use (IFU) leaflet of radiesse, and can occur after treatment with radiesse. Product preparation issue and off label use of device were coded only for formal reasons. A dilution of radiesse with nacl for the injection into the face is no approved indication based on the IFU. A possible confounding factor includes the concomitant injection with dysport during the same session. In this case, the information is quite sparse and further event details or a diagnosis in addition to biopsy test results are pending. However, a contributory role of treatment with radiesse cannot be excluded with certainty. In this case, the patient received comprehensive treatment with a resolving outcome. Causality for the events is assessed as possibly related to the treatment with radiesse based on compatible local and temporal relationship. This case is assessed as serious with the serious events injection site oedema and rash due to patient's hospitalization. Merz causality re-assessment after follow-up information received on 24-dec-2025: the suspect product was recoded from radiesse to radiesse(+). The events occurred in a compatible temporal relationship. The event injection site oedema occurred in a compatible local relationship whereas the event rash occurred in an incompatible local relationship. Injection site oedema (serious) and rash (serious) are expected based on the currently valid turkish instructions for use (IFU) leaflet of radiesse(+), and can occur after treatment with radiesse(+). Product preparation issue and off label use of device were coded only for formal reasons. A dilution of radiesse(+) with nacl is no approved indication based on the IFU. Possible confounding factors include the concomitant injection with dysport during the same session, in addition to the suspected immune disorder, however, a final confirmation is pending. In the opinion of the reporter, a causal relationship to the treatment with radiesse(+) is debatable and e.g. The rash only occurred after corrective treatment was performed and might thus be secondary to the treatment with radiesse(+) as well as due to simultaneous treatment with dysport. Causality for the event injection site oedema is assessed as possibly related to the treatment with radiesse(+) due to compatible local and temporal relationship. Causality for the event rash is assessed as unlikely related to the treatment with radiesse(+) based on incompatible local relationship and the reporter's assessment, and it is more likely related to the injection of pheniramine (avil®) and dexamethasone (dekort®). This case remains as serious with the serious events injection site oedema and rash due to patient's hospitalization.

Event description:
Case description: this spontaneous report was received from a turkish physician and concerns a 55-year-old female patient. She was injected with a total of 3 ml of radiesse, into the face for anti aging purposes, on (B)(6) 2025 at approximately 15:00. Batch number was reported as unknown. Two syringes of radiesse 1.5 ml were diluted with 1.5 ml of 0.9 % nacl, normal saline (product preparation issue, off label use of device), and 1.5 ml of radiesse was injected into each side of the face using a cannula. On the same session, the patient was injected with dysport, into the upper third of the face, on (B)(6) 2025. No immediate complaints were reported after the procedure. The patient had no chronic diseases or known drug allergies. On (B)(6) 2025, 1 day after the radiesse injection, the patient experienced facial edema. She contacted the physician and was recommended to hospital administration of pheniramine (avil) ampoule and dexamethasone (dekort) ampoule. The patient reported partial improvement in edema after this treatment. On (B)(6) 2025, later that same day, rashes developed on the patients legs. The rashes were described as round, red lesions with a darker center, of various sizes. The physician recommended travazol (isoconazole nitrate) cream. For a professional opinion, the situation was discussed with a dermatologist who recommended 250 ml of intravenous fluids and prednisolone (prednol) 40 mg intravenous in a hospital setting and urgent dermatological assessment. The patient re-presented to the hospital on the same day and was referred to the dermatology department due to progression of the rash and the earlier administration of avil and dekort. The patient reported a delay in receiving prednol intravenously and worsening/merging of the leg lesions during the waiting period. After prednol (intravenously) was administered later, partial improvement was reported. The patient was hospitalized for monitoring, and a biopsy of the lesions was planned for monday, (B)(6) 2025. Due to the provided information, the outcome of the events was considered as resolving (reported as not resolved). In the opinion of the reporter, the events were related to radiesse. Follow-up information was received on 24-dec-2025: the suspect product was recoded from radiesse to radiesse(+). Concomitant medication was reported as none. The patient had allergic predisposition, but no known drug allergies. It was suggested that she potentially had an underlying immune disorder. She had no prior aesthetic injections. Malfunctions of the device or device deficiencies during the treatment were reported as none. After the radiesse(+) injection, the patient experienced significant facial edema with a rash on the legs. At the time of the report, she was still hospitalized and reported delays in receiving treatment. In (B)(6) 2025, a biopsy was performed. At the time of the report, there were no results provided. The outcome of the events remained unchanged. In the opinion of the reporter, it was debatable if radiesse(+) was related to the events for several reasons including that the patient has allergic tendencies, suggesting a possible underlying immune disorder; that on the same day, an injection of dysport was also administered and that the cutaneous rash appeared after the injection of pheniramine (avil®) ampoule and dexamethasone (dekort®) ampoule. Therefore, the causality was changed from related to reasonable possibility/suspected.

Manufacturer narrative:
Assessment by merz: the reported events occurred in a compatible local and temporal relationship. Injection site oedema (serious) and rash (serious) are expected based on the currently valid turkish instructions for use (IFU) leaflet of radiesse, and can occur after treatment with radiesse. Product preparation issue and off label use of device were coded only for formal reasons. A dilution of radiesse with nacl for the injection into the face is no approved indication based on the IFU. A possible confounding factor includes the concomitant injection with dysport during the same session. In this case, the information is quite sparse and further event details or a diagnosis in addition to biopsy test results are pending. However, a contributory role of treatment with radiesse cannot be excluded with certainty. In this case, the patient received comprehensive treatment with a resolving outcome. Causality for the events is assessed as possibly related to the treatment with radiesse based on compatible local and temporal relationship. This case is assessed as serious with the serious events injection site oedema and rash due to patient's hospitalization. Merz causality re-assessment after follow-up information received on 24-dec-2025: the suspect product was recoded from radiesse to radiesse(+). The events occurred in a compatible temporal relationship. The event injection site oedema occurred in a compatible local relationship whereas the event rash occurred in an incompatible local relationship. Injection site oedema (serious) and rash (serious) are expected based on the currently valid turkish instructions for use (IFU) leaflet of radiesse(+), and can occur after treatment with radiesse(+). Product preparation issue and off label use of device were coded only for formal reasons. A dilution of radiesse(+) with nacl is no approved indication based on the IFU. Possible confounding factors include the concomitant injection with dysport during the same session, in addition to the suspected immune disorder, however, a final confirmation is pending. In the opinion of the reporter, a causal relationship to the treatment with radiesse(+) is debatable and e.g. The rash only occurred after corrective treatment was performed and might thus be secondary to the treatment with radiesse(+) as well as due to simultaneous treatment with dysport. Causality for the event injection site oedema is assessed as possibly related to the treatment with radiesse(+) due to compatible local and temporal relationship. Causality for the event rash is assessed as unlikely related to the treatment with radiesse(+) based on incompatible local relationship and the reporter's assessment, and it is more likely related to the injection of pheniramine (avil®) and dexamethasone (dekort®). This case remains as serious with the serious events injection site oedema and rash due to patient's hospitalization.

Event description:
Case description: this spontaneous report was received from a turkish physician and concerns a 55-year-old female patient. She was injected with a total of 3 ml of radiesse, into the face for anti aging purposes, on (B)(6) 2025 at approximately 15:00. Batch number was reported as unknown. Two syringes of radiesse 1.5 ml were diluted with 1.5 ml of 0.9 % nacl, normal saline (product preparation issue, off label use of device), and 1.5 ml of radiesse was injected into each side of the face using a cannula. On the same session, the patient was injected with dysport, into the upper third of the face, on (B)(6) 2025. No immediate complaints were reported after the procedure. The patient had no chronic diseases or known drug allergies. On (B)(6) 2025, 1 day after the radiesse injection, the patient experienced facial edema. She contacted the physician and was recommended to hospital administration of pheniramine (avil) ampoule and dexamethasone (dekort) ampoule. The patient reported partial improvement in edema after this treatment. On (B)(6) 2025, later that same day, rashes developed on the patients' legs. The rashes were described as round, red lesions with a darker center, of various sizes. The physician recommended travazol (isoconazole nitrate) cream. For a professional opinion, the situation was discussed with a dermatologist who recommended 250 ml of intravenous fluids and prednisolone (prednol) 40 mg intravenous in a hospital setting and urgent dermatological assessment. The patient re-presented to the hospital on the same day and was referred to the dermatology department due to progression of the rash and the earlier administration of avil and dekort. The patient reported a delay in receiving prednol intravenously and worsening/merging of the leg lesions during the waiting period. After prednol (intravenously) was administered later, partial improvement was reported. The patient was hospitalized for monitoring, and a biopsy of the lesions was planned for monday, (B)(6) 2025. Due to the provided information, the outcome of the events was considered as resolving (reported as not resolved). In the opinion of the reporter, the events were related to radiesse. Follow-up information was received on 24-dec-2025: the suspect product was recoded from radiesse to radiesse (+). Concomitant medication was reported as none. The patient had allergic predisposition, but no known drug allergies. It was suggested that she potentially had an underlying immune disorder. She had no prior aesthetic injections. Malfunctions of the device or device deficiencies during the treatment were reported as none. After the radiesse (+) injection, the patient experienced significant facial edema with a rash on the legs. At the time of the report, she was still hospitalized and reported delays in receiving treatment. In (B)(6) 2025, a biopsy was performed. At the time of the report, there were no results provided. The outcome of the events remained unchanged. In the opinion of the reporter, it was debatable if radiesse(+) was related to the events for several reasons including that the patient has allergic tendencies, suggesting a possible underlying immune disorder; that on the same day, an injection of dysport was also administered and that the cutaneous rash appeared after the injection of pheniramine (avil®) ampoule and dexamethasone (dekort®) ampoule. Therefore, the causality was changed from related to reasonable possibility/suspected.